Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with four infusion sets which fell off during use after being used for a day and a half. Patient confirmed to be swimming at the time the set fell off. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1926686 - MDR 3003442380-2024-17710 - device 2 of 4.